Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer experienced high blood glucose levels. The customer's blood glucose rose from 117 mg/dl in the morning to 182 mg/dl around lunch, reaching as high as 307 mg/dl. By evening, the customer's blood glucose lowered to 265 mg/dl. The customer's mother stated that there was either something wrong with the insulin pump or the infusion set needed to be changed. The customer's most recent blood glucose was 288 mg/dl. The customer did not exhibit any symptoms of high blood glucose. The customer had been hospitalized 2 weeks prior due to a non-diabetes related issue. The caller stated that the infusion set had not been changed in 5 days and stopped the troubleshoot procedure after they thought about the consequences of this. By the end of the call, the blood glucose was 240 mg/dl. The caller changed the customer's infusion set. She was advised the supplies would be replaced.